Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: (B)(6). G4: PMA/510(k): k130520. Visual inspection of the actual sample upon receipt found a crack at the port near the base of the thermistor probe. The actual sample was filled with saline solution. Leakage was confirmed at the above-mentioned cracked part. The thermistor probe in question was examined under x-ray fluoroscopy. It was recognized that there were cracks from the base to the tip of the port. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Based on the results of the investigation, the cause of leakage at the time of use was inferred to be the cracks that had occurred at the port to which thermistor probe had been glued. It was assumed that the cracks were caused by the stress exerted on the inside of port when the thermistor probe was glued to the part of oxygenator; however, the cause could not be clarified from the results of the investigation. Relevant instructions for use (IFU) reference: "do not use if the package or device is damaged (e.g., cracked) or any of the port caps are off." "Do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that at the time of priming, leakage was observed in the vicinity of the base of thermistor cable connector of the capiox device involved. They stopped using the oxygenator and replaced it. The event occurred pre-treatment. The procedure outcome was not reported. The final patient impact was not harmed.